Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he was unable to remember when the product issue began, csr noted that the patient was (B)(6) years of aged, and had problems remembering specifics about the issue. The patient stated that he obtained inaccurate blood glucose results of ¿420 and 450 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin and oral medication (unknown type), and in response to the alleged inaccurate high results he was recommended by his doctor to change his medication. The patient reported that due to the change in treatment, he developed symptoms of ¿decreased eye sight and fatigue, not able to sleep well¿. It was not possible to determine if any treatment was required for the alleged symptoms. At the time of trouble shooting, the csr confirmed the test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.